Event description:
It was reported stimulation was good for two weeks after implant. The patient noticed a change in stimulation after their gall bladder surgery. Reprogramming was performed. Stimulation was now in the left leg instead of the buttocks. Therapy was uncomfortable and did not work at first, but increasing to 6.0 v brought stimulation to the buttocks. The patient also felt stimulation in their ribs. The patient¿s trial was also successful. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. They received assistance from their doctor or manufacturer's representative (rep) and their concerns were resolved on (B)(6).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).